Event description:
It was reported that during a trochanteric fixation nail procedure, the surgeon was inserting the helical blade and it would only advance about half way. The locking mechanism appeared to be already in the locked position. The surgeon removed the blade and the nail, used a new nail and blade, and completed the procedure with no adverse effect to the patient. This is report 2 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The devices were returned and a product development event evaluation was performed. Based on examination of the returned parts, the locking mechanism was in the locked (down) position when attempting to insert the helical blade and the locking tab was severely bent and broke off as a result. This complaint has been deemed valid from a manufacturing perspective. An internal corrective action has been opened to address this issue. Placeholder.

Event description:
This report is 2 of 2 for file (B)(4).

Manufacturer narrative:
New information received on: 08/14/2013. A product development event evaluation was performed. Based on examination of the returned parts, the locking mechanism was in the locked (down) position when attempting to insert the helical blade and the locking tab was severely bent and then broke off as a result.. For this complaint, the locking mechanism was already deployed. Therefore, this evaluation is invalid from a design perspective. A manufacturing evaluation was also performed. The as received condition of the helix blade shows anodized rubbed away on the shaft. Some material displacement and damage is evident in the pocket feature. The product was investigated to the latest design specifications. Since all features relevant to the complaint condition cannot be measured, the complaint is indeterminate.